Manufacturer narrative:
(B)(4). The lot was manufactured august 19, 2015- august 20, 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor under infused during infusion. The infusion did not finish within the expected 24 hours. There was no report of patient injury or medical intervention associated with this event. No additional information is available.